Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that display with poor visibility. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the reported problem was not confirmed as the customer declined the quote for service/repair.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device's display had poor visibility on the lower side and an analysis was performed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.